Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of experiencing excessive occlusions even with infusions from different batches. Customer's blood glucose was unknown. Customer was not able to troubleshoot due to being at work and not having any supplies to check with. Customer performed a fixed prime in the air to check if issue was with the insulin pump, infusion set, or reservoir; insulin delivered. Customer was advised to check if issue was with site once able to.